Event description:
Patient in cardiogenic shock with lvad in situ. An nc emerge 4.0x12mm balloon was used to postdilate an rca stent. The balloon disconnected from the inflation device and could not reliably reconnect. As a consequence, it remained inflated for an additional few seconds. Patient transiently lost pulsatile cardiac output (but remained supported by the lvad). The balloon was deflated using a syringe and pulled out into the guide catheter to restore rca blood flow. Unreliable connection between the balloon and the stopcock. Of note, multiple colleagues have experienced similar events with this balloon type in the last few weeks.